Event description:
Event description guidant received information that this transvenous implantable lead and this implantable cardioverter defibrillator (ICD) exhibited increased pacing thresholds and its impedance has been elevated since implant. The physician had elected to monitor. Guidant received additional information that the pacing impedance is now out range and the system delivered an inappropriate shock. Isometrics did not result in noise. Review of the egms by technical services did not reveal any noise. Technical services discussed use of detection enhancements. Defibrillation testing resulted in appropriate detection and therapy delivery.